Event description:
The caller reported a malfunction on their pump, which did not lead to an adverse impact on their blood glucose level. Technical support provided information for resetting the pump, and assistance was given to the caller to perform the reset. After resetting, the issue did not recur, and the customer was advised to continue using the pump while being instructed to contact support again if the malfunction code appears.